Event description:
Boston scientific received information that a red alert was generated as this implantable cardioverter defibrillator's (ICD's) ventricular tachycardia mode was set to value other than monitor plus therapy. The field representative was paged regarding this event. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.